Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve (freestyle), the valve was deployed in a correct position. It was decided to wait around 10 mins to verify the stabilization of the valve. The guidewire was pulled back so only the tip of the guidewire extended from the nose cone. The valve was deployed slowly to minimize movement. As the valve was completely released, the valve dislodged into the left ventricular outflow tract (lvot). Severe paravalvular leak (pvl) and a leak "over-the-skirt" were observed. It was decided to implant a second valve into the first valve. The second valve was implanted successfully reducing the aortic regurgitation to mild/moderate and the diastolic pressure recovered. No additional adverse patient effects were reported. Additional information was received that a leak over-the-skirt means that the valve was in a low position and the sealing skirt was too deep in the left ventricular outflow tract (lvot). After the second valve implant, the aortic regurgitation was paravalvular leak (pvl).